Event description:
It was reported the health care professional (hcp) called in for review of device data. Review of device data found this patient had atrial fibrillation (af) with rapid ventricular response (rvr) in which the device gave inappropriate therapy. Additionally, it was noted that the right atrial (ra) lead exhibited undersensing and has high thresholds. The device was re-programmed to vvi 50. Additional information was received which reported there was four more inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services recommended programming options. At this time, the system remains in service. No additional adverse patient effects were reported.